Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During right hip surgery the body/stem separator broke while the doctor was trying to remove the cone body from the conical stem. The doctor determined that the implants were well fixed and decided to leave them in the femur of the patient.

Manufacturer narrative:
An event regarding a fracture of the restoration modular body/stem separator was reported. The event was confirmed. Device evaluation and results: examination of the returned device with material analysis engineer noted that chuck adaptor fractured at the base of the threads. Fracture is consistent with a torch overload condition. Noticed explantation damage. Medical records received and evaluation:not performed as no patient demographics or medical records were provided. Also, there is no indication that the patient factors contributed to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there have been 1 other events for the lot referenced. The event was confirmed on the basis of visual inspection and the mar examination that noted the adaptor fractured at the base of the threads. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During right hip surgery the body/stem separator broke while the doctor was trying to remove the cone body from the conical stem. The doctor determined that the implants were well fixed and decided to leave them in the femur of the patient.